Event description:
It is reported that when the doctor should lock the insert of the instrument, the tip part that has a small hook on it broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.